Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. It was unable to be confirmed if the pump still turns on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, customer will use another pump as back up therapy.